Event description:
It was reported that shaft break occurred. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use. However, when the protective wire that was inserted into the guidewire lumen of the balloon during shipment was tried to be removed, the catheter got separated at approximately 40cm from the tip. The procedure was completed with a different device. There were no patient complications nor injuries reported.